Event description:
It was reported that when using the pyxis anesthesia system the drawer 3 was not opening. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not opening.. The field service engineer reseated the connections at drawer latch sensor from the board to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.